Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook zenith tx2. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the patient presented on an unknown date with a type 1b endoleak from a previous tevar on (B)(6) 2015. The device implanted during the initial procedure was a zenith tx2 device, 40x208. A new device was placed (lot# e3747724), extending the previous graft to obtain a distal seal zone in the thoracic aorta. The distal end of the new graft landed 7 cm above celiac origin. No ballooning was done due to good result of device placement. The final run showed no leak. It was noted that the doctor does not feel that endoleak was due to the device, but due to disease progression. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref (B)(4). Summary of investigational findings: a patient underwent a tevar procedure on (B)(6) 2015 with a 40x208 tx2 device. On an unknown date the patient was observed with an endoleak type 1b. The doctors impression was that the endoleak was not related to the device but was disease progression related. Additional information states that the aorta was dilated at the distal end of the tx2, that caused the leak. A new device was placed on the (B)(6) 2019, extending the previos graft to obtain a distal seal zone in the thoracic aorta. On the final angiography no endoleak was found. No adverse events was reported after. No imaging were provided and no lot or catalog number were provided, but device size of 40x208 mentioned matches a proximal tapered component zteg-2pt-40-208-(pf). Based on the provided information a clinical assessment was performed. Per clinical assessment, the only clinical information states that ¿the aorta was dilated at the distal end of the tx2, that caused the leak¿, which could indicate disease progression leading to type 1b endoleak. It is likely that disease progression in combination with the presumed use of only a proximal piece and no distal component as well as device-related factors pertaining to the distal sealing zone are all contributing factors to this event. According to instruction for use the zenith tx2 taa endovascular graft with pro-form is a two-piece cylindrical endovascular graft consisting of proximal and distal components. IFU includes directions for use and anatomical requirements for fixation sites. No evidence to suggest that the device was not manufactured according to specifications. The complaint is confirmed based on the provided information. Based on the very limited provided information and clinical assessment the cause of the event cannot be determined. However, it is possible that disease progression contributed based on the comment from the doctor. Cook medical will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.